Manufacturer narrative:
A ge service representative performed an on site investigation. The connection was restored. The system was then found to be operating as intended.

Event description:
The customer reported the system intermittently shut down without command when manipulating a cable. No report of patient injury.